Manufacturer narrative:
Model number: balloon: 72400024, pump: 72404127. (B)(4). Catalog number: balloon: 72400024, pump: 72404127. (B)(4). Expiration date: balloon: 04/16/2013, pump: 03/21/2010. Manufacture date: balloon: 04/29/2008, pump: 04/01/2008.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The patient presented the symptom to their physician. Four months later, the system was replaced with a 3.5cm cuff, pump, and 61-70 cmh2o balloon. The patient was recovering.